Manufacturer narrative:
The complaint received states that during a carotid stent implantation procedure, the angioguard capture sheath became caught on the implanted stent. The pt was admitted for a procedure with an 80% lesion in the left internal carotid artery. The lesion was mildly calcified. An angioguard was inserted, tracked, deployed and retrieved without difficulties. The lesion was pre-dilated. A precise stent was successfully placed. After the lesion was post-dilated, the capture sheath was delivered to capture the filter basket (angioguard). However, the capture sheath got stuck to the stent. The physician managed to pass the capture sheath through the stent and successfully withdrew the filter basket back into the capture sheath. After the angioguard was removed the balloon catheter was advanced and the stent was post-dilated again to make sure that the stent was properly "attached" to the vessel. There was no pt injury reported. Note: lake region lot number 70408510 is cordis lot number 05997343. Per facility, report c 7,016: cordis corporation reported no product is expected to be retuned to facility, for eval; however, a copy of the investigation request including lot traceability was provided. Without the return of the actual device in question for evaluation, facility, is unable to determine the exact cause for this incident. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. The complaint of capture sheath caught/snagged on stent was investigated; however, without the return of the product or procedural films the investigation was limited. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the information suggests that vessel and procedural factors may have contributed to the reported event.

Event description:
The pt was admitted for a procedure in 2008, with an 80% lesion in the left internal carotid artery. The lesion was mildly calcified. A precise stent was successfully placed. After the lesion was post-dilated, the capture sheath was delivered to capture the filter basket (angioguard). However, the capture sheath got stuck to the stent. The physician managed to pass the capture sheath through the stent and successfully withdrew the filter basket back into the capture sheath. After the angioguard was removed the balloon catheter was advanced and the stent was post-dilated and again to make sure that the stent was properly "attached" to the vessel. There was no pt injury reported.